Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient required dialysis due to having renal cancer, so the post procedure medical regiment was only aspirin. Four (4) months post procedure the patient came in for a follow up imaging procedure. The computed tomography (CT) imaging showed that there was a device related thrombus present on the closure device. The physician kept the patient on only aspirin due to their medical condition. The patient was asymptomatic and did not experience any other complications as a result of this event.